Event description:
The customer reported a failure to alarm incident with an unknown pca ii pump. This incident occurred in (B) (6) 2009. The customer's stepdaughter was in the hospital for ovarian cancer treatment. The patient was receiving ativan and dilaudid via a bolus dose for pain. The patient was scheduled to receive a bolus dose of medication that evening. The following morning the nurses came in and noticed that the amount of medication did not change from the previous night. The nurses changed out the pump with no result. The nurse changed out the syringe and then was able to push the medicine. When the nurse attempted to push the plunger in the syringe, it would not budge. The pca ii pump was registering that medication was being infused into the patient when in fact it was not. The customer is concerned that the pump did not alarm. The patient was uncomfortable and in pain due to not receiving the correct amount of pain medication. The pump is not available for evaluation. No additional information was provided.

Manufacturer narrative:
(B) (4)this device has been requested for evaluation but is not available. Should the device become available, an evaluation will be performed and a follow up report will be submitted. Contact was made with the facility where the event occurred, no report was filed by the facility. The facility's biomedical department was not made aware of the incident and the pump was not made available for evaluation.